Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) initial failure analysis was confirmed. The instrument exhibits a cracked tube adapter with a lodged component and a broken contact. The lodged component was removed to inspect the broken contact. The lodged component appears to be a piece from a monopolar cautery instrument (mci) tip accessory. Pictures were taken of the broken contact with the lodged component removed, and the picture was compared to a model of the electrical contact. From the model, it appears the broken and missing contact piece is approximately 0.813mm x 1.599mm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer attempted to screw on the scissor accessory tip to the end of the instrument. The customer reported the accessory tip would not stay on, and upon closer inspection, a crack was noticed on the tip of the instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter at the distal end. Additionally, the instrument was found to have one of the electrical contacts to be broken. Broken electrical contact was not returned with the instrument. The instrument was found to have a lodged component in the tube adapter. The complaint was confirmed by failure analysis.